Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a lead integrity alert (lia) triggered due to high rate non-sustained episodes and sensing integrity counter (sic). A follow-up investigation revealed that the issue was due to electromagnetic interference during the patient's shoulder surgery. The implantable cardioverter defibrillator (ICD) remains in use. No patient complications have been reported as a result of this event.